Event description:
A patient reported blood glucose results of "10.3mg/dl and 6.8 mmol/l" with a lifescan meter, performed between 10 minutes of each other. The meter, test strips and control solution were replaced.